Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed multiple pump errors, blood glucose at the time of the incident was 170 mg/dl. Troubleshooting was completed. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.

Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed replace battery alert and replace battery now alarm. The power management tool confirmed replace battery alert and replace battery now alarm due to non-sleep anomaly software error. No unexpected failed battery alarm noted. Device passed displacement test, rewind test, prime , basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No hal software error detected alarm and no post-reset ram crc alarm.